Event description:
Customer reported he dropped the insulin pump and now the disk on the bottom right has come out. Customer stated he has dropped it in the past but dropped it this time during prime. Customer's blood glucose was 90 mg/dl. The drive support cap was sticking out. Customer inquired if was normal for the drive support cap to be out, was advise no. Customer was also advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The insulin pump was received with operating currents within specification. The device was monitored and no blank display anomalies were noted. No damage on the connector and or lcd isolation tape noted. The device had cracked case at display window corners, cracked detached end cap, minor scratched lcd window, and or loose and or flush drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.